Event description:
It was reported that the pump touchscreen was unresponsive. The customer's blood glucose level was 180-181 mg/dl. The customer reset the pump and resumed insulin therapy successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.